Event description:
It was reported the 512sd was used during a laparoscopic cholecystectomy. It was reported by the affiliate the gasket fell into the pt. Gasket was retrieved from the pt and a new trocar was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.56038/j. Date sent: 10/8/1998. D5,6, h4: info not available, device not returned for analysis.